Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported there was oversensing observed and the patient was symptomatic as a result. The cause of the signal was undetermined. The device was reprogrammed doo and the patient felt fine with that programming. This rv lead was explanted (B)(6)2017 in addition to a previously capped ra lead.